Event description:
A philips employee became aware of a journal article (published online 01nov2011) ¿excimer laser lesion modification to expand non-dilatable stents: the ellement registry¿. The study retrospectively aimed to evaluate the effectiveness and feasibility of excimer laser coronary angioplasty (elca) in improving stent expansion when high-pressure non-compliant balloon inflation was ineffective. A total of 28 patients with an underexpanded stent despite high-pressure balloon inflation were enrolled in the study between june 2009 and march 2011. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 1 periprocedural myocardial infarction, 1 patient experienced bradycardia and st elevation, 1 patient experienced st elevation, and 1 patient required target lesion revascularization at 6-month follow up. Additionally, 1 patient had severe left ventricular dysfunction and suffered a sudden death at 6-month follow up after the treatment of an ostial left circumflex stenosis (MDR #3007284006-2026-00211). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01nov2011 has been used, the date of publication. Latib a, takagi k, chizzola g, tobis j, ambrosini v, niccoli g, sardella g, disalvo me, armigliato p, valgimigli m, tarsia g, gabrielli g, lazar l, maffeo d, colombo a. Excimer laser lesion modification to expand non-dilatable stents: the ellement registry. Cardiovasc revasc med. 2014 jan;15(1):8-12. Doi: 10.1016/j.carrev.2013.10.005. Epub 2013 oct 22. Pmid: 24290659. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 71.5 +/- 10.5 years a3a) patient sex - 19 male, 9 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction and re-intervention are listed as potential adverse events with use of the turbo-elite devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.